Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to hospital for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead failed to conduct sensing test. The rv lead was not used and replaced on (B)(6) 2026. The patient condition was not known.

Event description:
New information received notes that there were no patient consequences.